Event description:
Customer reported that the device had the wrench icon illuminated. Physio-control evaluated the device at the failure analysis center and observed several fault codes logged in the memory. The device was non-functional and would not have delivered defibrillation therapy correctly. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control isolated the failure to the analog pcb assembly and determined the root cause of malfunction to be the u1 ic chip, leg 13 had an open solder joint. A replacement device was provided to the customer.

Manufacturer narrative:
(B) (4): physio-control isolated the failure to the analog pcb assembly and determined the root cause of malfunction to be the u1 ic chip, leg 13 had an open solder joint. A replacement device was provided to the customer.